Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 540 mg/dl and a high ketone level; cause was unknown. In an attempt to treat the bg prior to the ER, the customer administered a manual injection of insulin. Customer was treated in the ER with an additional manual injection of insulin. Customer was discharged 5 hours later on (B)(6) 2025, with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.